Event description:
Patient's called dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 sensor had become detached from sensor upon sensor removal. Sensor was found adhered to sensor pod adhesive. Patient reports no adverse events.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.